Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was not loaded into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Blood was observed on the loading device. The delivery device was returned inside the loading device. The delivery device was removed from the loading device. The seal and tension spring assembly remained inside the loading device. The blue slide lock was engaged. The plunger was not depressed on the delivery device. The seal and tension spring assembly were taken out from the loading device for observation. The seal was observed to be intact with no cracks or delamination. The following measurements were taken; the inner delivery tube diameter was measured at .197in. The outer diameter was measured at .221in. The length of the delivery tube was measured at 2.52in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for "fitting problem" was confirmed.

Event description:
The hospital reported that during preparation, hs iii proximal seal was not loaded into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.